Manufacturer narrative:
Investigation summary: no 011-mc33942 product samples, videos or photographs were returned for investigation. The device history record was reviewed and there were no non-conformances found that would have contributed to the reported complaint. A probable cause cannot be identified based on the information that has been provided.

Manufacturer narrative:
Device is not available and we are expecting a review of the DHR.

Event description:
The complaint involved a ext set, smallbore trifuse w/3 clave¿ clear. It was reported that when the device was in use, the two lines appear functional but only one of them was impossible to infuse. There was patient involvement and unknown adverse event/human harm.